Manufacturer narrative:
(B)(4). Date sent: 6/03/2026. D4: batch #a99068. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with an ecr60m reload no loaded on the device. The reload was received fully fired with the pan detached. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. When attempted to down load the event log, the log would not load, due to this condition the event log could not be review. An electrical test was perform on the device and some parameters were out of spec, this could possibly had an effect while trying to down load the event log. No conclusion could be reached as to what may have caused this condition. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a99068, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that preoperatively to an unspecified surgical procedure, the echelon 3000 was loaded with a grey reload and, after firing, it was unloaded. When the nurse tried to load a blue reload to continue the procedure, it would not seat or snap into the jaw. To avoid delaying the case, the surgical team opened a new device and completed the stapling step. They later found that a metallic component from the grey reload had become stuck in the jaw, preventing the blue reload from seating properly. There was no patient consequence nor surgical delay reported. No additional information was provided.